Event description:
On february 21, 2008, the lay patient's wife contacted lifescan (lfs) alleging that the patient's one touch ultra 2 meter displayed the error 5 message. On three days earlier, the medical affairs specialist (mas) spoke with the wife with the assistance of a interpreter to obtain additional information included below. The patient takes two oral diabetes medications as advised by his doctor, "inmapel" and another unspecified "natural" medication. The wife said the patient owned the reported meter for about one year. He was sometimes able to obtain blood glucose readings, but often obtained error messages. The patient was frequently shaky. On six days prior to original date, the patient went to see his doctor because he was shaky and he was unable to obtain a reading on the reported meter. A result of 365 mg/dl was obtained at the doctor's office. The doctor gave the patient additional oral diabetes medication and advised the patient to double his usual daily dose. The doctor also advised the patient to test his blood glucose level twice a day and to call the doctor if his blood glucose reading was > 130 mg/dl. The customer care advocate (cca) noted that the patient followed incorrect testing technique. The patient's products were replaced. The complaint is reported because the patient alleged that he obtained the error 5 message on the lfs product and afterward was given supplemental oral medication by his physician after he experienced symptoms and a hyperglycemic reading at his doctor's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.